Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2013. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2014 and performed to specification up to the (B)(6) 2017. The device records multiple manual power ups, mainly of ten-minute duration between the (B)(6) 2017 and the last log entry on the (B)(6) 2017. The device was returned with a reported fault switching on automatically. The multiple manual power ups of mainly ten-minute duration and measurements taken during the course of the investigation would indicate a failing membrane. The fault was traced back to corrosion on track 13 of the membrane tail. The corrosion observed on the returned membrane would suggest the device had been subject to adverse storage, however, this could not be verified by other means. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.